Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was two segments of digital video depicting a 20ga x 0.75¿ powerloc safety infusion set. Both videos depicted the extension tubing and luer with an attached syringe. The device was being flushed with clear fluid in both video segments. A spraying leak was visible at the luer/syringe interface. While leakage was observed in both videos, inspection of the videos was not sufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include luer damage/deformity and syringe damage/deformity. A lot history review (lhr) of asdrs0172 showed three other similar product complaint(s) from this lot number.

Event description:
It's noticed that leakage during exhaustion before use on the patient. The leakage was found at the tubing connection.